Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus delivery attempt. The customer stated that the basal deliveries worked but the device would alarm during bolus deliveries. She reported experiencing high blood glucose of over 300 mg/dl, which was treated with a manual injection. The customer stated that insulin did not exit while performing a fixed prime. The customer stated that the display went blank, the display turned back on, and then the insulin pump alarmed weak battery. The insulin pump shut off and restarted on its own. She noted a crack at the top of the reservoir compartment opening. She stated that she had removed the reservoir from the insulin pump and a piece of plastic chipped off. The customer's most recent blood glucose was 213 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarms or weak battery alarms were observed. No blank display was noted. The unit was received with a minor scratched display window. The unit was received with a cracked case at the display window corner. The unit was received with cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, and bleeding liquid crystal display glass.